Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. The investigation is ongoing.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer stated the meter display was fading and that the upper segments of the results field were hard to see. The meter needed to be tilted to see the result. The customer believes she reported correct results. A display check was performed and the upper segments of the results field were hard to see as the customer could barely see them, but when the meter is tilted to a certain angle the results field then appears darker. The customer stated that the lower segments of the results field are darker when viewing the display directly.

Manufacturer narrative:
The reporter's meter was returned for investigation. Upon investigation of the returned meter, a defect of the display was found as the cause of the faded display.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.